Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had hose damage. It is not known if the device was used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.